Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer was getting a button error from her insulin pump and cannot do anything. Customer clipped her insulin pump on her bra. Patient's blood glucose was 193 mg/dl. Shipped a new insulin pump and advised the customer to revert to a back-up plan per health care professional's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.